Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 21-nov-2017 with the following findings: during investigation, the data from complaint date has been overwritten. Unable to confirm or duplicate complaint during investigation. The rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring.